Event description:
It was reported by customer during routine check that cs300 intra-aortic balloon pump (iabp) is not operating on battery. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the batteries of the unit were defective. To remediate this fse replaced the battery and the unit passed all functional tests.

Event description:
N/a.